Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens malfunctioned. The iol was exchanged in a secondary procedure for a difference of 1 diopter. Additional information was provided that the lens was the wrong diopter for the patient. An exchange was done with the same lens model but different diopter. The lens was exchanged due to a myopic refractive error.